Event description:
Event 1 [redacted date] code: 2c6218, lot: dr24d17093, cardiothoracic ICU hvc. "After turning patient, rn noted to have increased vasopressor requirement. After investigation of the lines, it was noted that the "three gang large bore stopcock manifold" had broken. Stopcock was replaced and vasopressor requirements went down. Product was secluded. IV manifold broke while turning patient so patient stopped receiving his medications. Norepinephrine and vasopressin drips stopped infusing into patient because it broke. Patient became transiently hypotensive with sbp 80s, but new manifold was immediately placed on central line and drips reconnected. Bp recovered within a minute." Mailed on ups tracking: [redacted number]. Event 2 [redacted date] code: 2c6218, neonatal ICU. Called to patient room by bedside rn to assess arterial line due to blood constantly backing up into tubing set, despite all stopcocks being positioned appropriately and all connection ports screwed on tightly. On inspection, this author noticed that the draw port valve was stuck in a depressed position, seemingly causing the blood to backflow inappropriately. An attempt was made to fix depressed valve in drawback stopcock by placing a syringe on after cleaning per nnicu protocol. This was not successful, and valve remained depressed - though less so - and blood began to back up into tubing again. Stat tubing change done per nnicu policy which resolved issue. Lot number of product unknown. Mailed ups tracking# [redacted number]. Event 3 [redacted date] code: 2c6218, lot: dr24e15048, cardiothoracic ICU hvc. Turning patient for scheduled turn with ECMO specialist, 2 rns, and pca. After turning patient about 30 seconds later, patient's bp was starting to drop. Rn immediately assessed all sites and saw backflow of blood where epi drip with carrier was infusing. She continued to follow where the line started and saw that the medication bridge line was cracked in half (the 3-way bridge that is fused together not the 3 way stop cocks that are pieced together). Immediately the carrier was relocated behind the epi so the patient was receiving epi. Team arrived at bedside. Calcium chloride stick that was already ordered to be given prior to incident was administered. Patient blood pressure responded appropriately, and new bridge was created for medication. Three gang large bore stopcock manifold product discarded. Event 4 [redacted date] code: 2c6218, lot: dr24e15048, cardiothoracic ICU hvc. "Patient with a right sub-clavian central line with one port with all of his IV meds including triple pressors vasopressin, norepinephrine and phenylephrine at quadruple strength all on one long stop cock that snapped and broke off. Patient's map dropped to the 50's. Rn at bedside quickly replaced stopcocks and patient's bp recovered without incident. Every time we have had a break in the manifold, we make sure to file a safer. We use the ¿three gang large bore stopcock manifold¿ for two different purposes: 1) while the patient is on multiple continuous infusion, rns like to use this product instead of putting together multiple single stopcocks; 2) this is attached for swan ganz catheters for cardiac output monitoring, mostly with normal saline running through the manifold. To my knowledge, we have only seen the break in the manifold when we have continuous vasopressors running through it." [Redacted date] sample picked. [Redacted date] emailed [redacted name]. Manufacturer response for stopcock, stopcock (per site reporter) ongoing issue.